Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer changed the infusion set three days prior to being hospitalized. The customer did not change the set again, or give a manual injection when she started experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test.